Manufacturer narrative:
Note: the implant date was requested but is unknown. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, the patient's ipg became inoperable over time. As a result, the patient underwent surgical intervention to have their ipg replaced.

Manufacturer narrative:
The reported event for inoperable ipg due to not charging was confirmed. As received, the ipg would not communicate due to a depleted battery. Per event details, the patient had not charged their ipg for several weeks. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. According to the review of prodigy IFU/dfu, 37-5447, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿